Event description:
On (B)(6) 2022, patient was implanted with a ventralex st mesh. As reported abdominal pain occurred fairly quickly post implant. Patient was informed by the surgeon who performed the operation that this was normal and if it continued, patient should consult a pain centre. The pain continued and on (B)(6) 2024 the patient underwent CT scans. The scans showed no evidence of a supraumbilical hernia recurrence. Scans showed the edges of the mesh to be "wavy", and the mesh had thickened and adhered to the transverse colon.

Manufacturer narrative:
As reported, patient experienced abdominal pain post implant of the ventralex st mesh. Imaging identified adhesion of the mesh to the colon. Allege the mesh thickened and the edges of the mesh were "wavy." Based on the reported condition it appears that the post-op deformation of the mesh reported as "thickening" and "wavy edges" is most likely attributed to the mesh being adhered to the colon, and the source of the patient reported ongoing pain. A definitive cause of the post-op complications cannot be determined. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Adhesions and pain are listed as possible complications in the adverse reaction section of the instructions-for-use, provided with the device. The instructions-for-use provided with the device notes that "it is extremely important that this mesh be oriented correctly to function as intended. The visceral side of the ventralex¿ st hernia patch is designed to temporarily separate tissue surfaces and minimize tissue attachment to the mesh. Place the bioresorbable coated side of the mesh against those surfaces where minimal tissue attachment is desired, i.e. Against bowel or other visceral structures. The uncoated polypropylene mesh side should face the surface where tissue ingrowth is desired. The uncoated polypropylene mesh surface should never be placed against the bowel or other visceral structures". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.